Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad damaged. The teflon pad is torn at the proximal end of the pad. There was no material missing as a result. This is typically attributed to mishandling/misuse. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress to determine the root cause if the reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. As of the date of this report, the product has not yet been received for analysis. An image associated with this reported event was submitted for review. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it looks like a part of the teflon pad is missing. The proximal pad also appeared to be missing.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the white part (teflon pad) of the harmonic ace instrument tip had an issue. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the teflon pad was damaged prior to use on the patient and it was confirmed that no fragment fell inside the patient. The customer did not find any other damage on the instrument blade/ tip. Intraoperative collision involving the instrument did not occur. There was no injury to the patient as result of the event.